Event description:
It was reported that pump experienced malfunction alarm with code malf 0 and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, advised caller to continue using pump and to call back if any malfunction code recurred, and caller acknowledged and understood instructions.